Event description:
ICD returned for fluctating impedance. The lead had reported varying impedance. Additional information received indicated that the lead had high impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); no anomalies found.

Event description:
ICD returned for fluctating impedance; same info on lead which was not returned.